Event description:
The customer reported that the connection valve and oxygen dispenser moves. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a gas delivery subsystem and a fitting kit, o2. Onsite repair will be conducted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The unit was not in use on patient. The field service engineer (fse) replaced oxygen connection and blocking system. The system does not show further anomalies.